Event description:
Ous MDR - it was reported that 3 days after the implant the lead showed an increase of pacing impedance (> 3000 ohms), high thresholds and non-capture. Sensing remains stable.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the provided screen shot of the quick view data. Consistent with the complaint description, the available data showed an increasing pacing impedance trend curve from initially 400 ohms to greater than 3000 ohms. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. Based on the available information the root cause of the observation could not be determined.